Event description:
6/14/94 admitted with permanent pacemaker malfunction. Single pulse noted with no obvious sensing and pacing by the pacemaker noted. EKG showed oversensing and occasional failure to capture. Bipolar reprogrammed to unipolar. Sensing appropriate on 6/15/94. Permanent pacemaker lead replacement done on 6/16/94. Patient was discharged to home with no adverse effects. Device not available.